Event description:
It was reported when using the bd vacutainer® push button blood collection set safety shield did not retract properly. The following information was provided by the initial reporter. The customer stated: "when the phlebotomist had completed the collection, she attempted to click the push button to retract the needle and it didn¿t retract. The phlebotomist went ahead and pulled the needle out of the vein and scratched the patients arm with the needle upon doing so. She attempted to retract the needle at that point and it still wouldn¿t retract so she put it into the sharps container.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing, each having their safety feature activated, and the indicated failure mode for retraction failure with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.